Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 28-nov-2022, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Dev rtn to MFR? No. Device manufacture date: 04-jun-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a¿leadless implantable pulse generator (ipg) the patient experienced a perforation. Intervention was attempted however the patient became deceased. The cause of death was possible perforation.